Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge dropped from 45% to 5% within minutes. The customer's blood glucose was in the 300s mg/dl. Reportedly the customer would continue to use the pump for insulin therapy.